Event description:
Extremely tortuous left common iliac. Contralateral pull wire unable to advance. After angiogram it was found that contralateral limb was occluded. Physician decided to do femoral bypass procedure.